Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on an unknown date due to hyperglycemia and diabetic ketoacidosis. Customer's blood glucose level was 539 mg/dl at the time of incident. Customer was unable to troubleshoot at the time of call. Customer stated that insulin pump had insulin flow blocked alarm. Customer reported alarm did not occur during manual prime. The insulin pump will not be returned for analysis.